Event description:
Boston scientific received information that this right ventricular lead and device displayed high, out of range pacing impedance measurements and loss of capture one week after the device change out procedure. There was not any evidence of noise and sensing was good. The local boston scientific field representative was to discuss an action plan for the patient with their physician. A request for additional information has been made. There were no adverse patient effects reported as the patient had an intrinsic rhythm.

Event description:
Subsequent information indicated that the patient was brought in for an invasive revision procedure to investigate the issue. The device was removed from the pocket. The lead was tested through the pacing systems analyzer and tested. The lead was then re-inserted into the device and the clinical observations were resolved. At this time, a connection issue was suspected as the cause of the clinical observations. There were no additional adverse pt effects. The system remains in service.

Manufacturer narrative:
As of today, no additional information has been received. Should additional information become available, this report will be updated.